Event description:
It was reported that the patient's neurostimulator migrated towards the previous pocket site. It was suspected that the suture ruptured. The neurostimulator was repositioned. The patient was seen in 2008, for a follow-up. There was a mild rash at the device site but no treatments were needed. The patient was doing well with no complications.